Event description:
It was reported that the patient presented to the clinic in backup vvi. The patient's presenting rhythm was 67.5 ppm. The device was not at eri. Attempts to perform a download were unsuccessful. The patient was asymptomatic. The de- vice was exposed to electrocautery.

Manufacturer narrative:
No medwatch form was received.